Manufacturer narrative:
The tcmid:06 (ce post failure) error message observed during preventive maintenance on the thermogard xp ivtm system (sn (B)(4)) was not confirmed during power on but confirmed in the console archive event logs. The investigation findings determined that loose temperature probe wires that connects to housing assembly attributed to the reported complaint. The loose wires were adjusted to manufacturing specification. Unrelated to the reported complaint, worn out white rollers and a cracked pump lid were observed during visual inspection. These types of physical damage on the console are results of wear and tear. All damaged parts were replaced. During archive event logs review, error message tcmid:06 was identified on the date when the issue occurred. Thus, confirming the reported complaint. The initial functional testing passed all the functional tests requirements. The console is ready for therapy use.

Event description:
During preventive maintenance, the thermogard console system (sn (B)(4)) displayed error code tcmid:06 (ce post failure) and would not clear after re-powering system.